Event description:
The customer complained missed isoagglutinins with b reagent red blood cells of erytype a1 and b at a (B)(6) female oncology pt with blood group a on tango testing. The provided pt sample was tested in our qc ab on tango optimo with erytype s abd+ rev a1, b and the complained lot 8119011 of erytypecell a1 and b. This performance confirmed the reaction described by the customer. For blood group a the qc could not detect isoagglutinins against the b reagent red blood cells. The carried whole blood controls reacted as expected. Furthermore the sample was tested in the 3-phase-tube test and the isoagglutinins anti-b from the pt sample reacted very weak positive during the first step (is). Only at 4 degrees celsius a stronger reaction strength could be observed. The agglutinations of the tube tests were very fragile. In the instructions for use point limitation the customer can find the hint for elderly pts the isoagglutinins may be absent.